Event description:
It was reported that the patient experienced pain/discomfort at the ipg site. As a result, the ipg was explanted via surgical intervention.

Manufacturer narrative:
Date of event & date of explant are estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.